Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage procedure using the navarre universal drainage catheter. Before the drain was placed, it was identified that the hole at the tubing tip was too thin to allow passage of the guidewire. The procedure was completed using another device. There was no patient contact.